Event description:
The customer reported that after a few minutes of monitoring a patient with shortness of breath, the display went blank. The unit was powered off and back on, but the screen was still blank. The patient was transported to a hospital.